Event description:
It was reported by the customer, "the reaction took place once the line had been inserted for around 2-5mins. I was starting to dress the line when the patient mentioned the room spinning and appeared very red. Drugs given - 1% lidocaine 5mls given subcutaneous, 10-15mins before reaction. 10mls of 0.9% sodium chloride, to aspirate and flush line once inserted. The patient symptoms were: room spinning, hot, pain in head, pain in abdominal area, pale, increased breathing and cold. The line had to be removed from the patients for the symptoms to resolve."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer, "the reaction took place once the line had been inserted for around 2-5mins. I was starting to dress the line when the patient mentioned the room spinning and appeared very red. Drugs given - 1% lidocaine 5mls given subcutaneous, 10-15mins before reaction. 10mls of 0.9% sodium chloride, to aspirate and flush line once inserted. The patient symptoms were: room spinning, hot, pain in head, pain in abdominal area, pale, increased breathing and cold. The line had to be removed from the patients for the symptoms to resolve."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of anaphylactic reaction to the catheter is inconclusive because the problem could not be identified from the returned catheter. One 5 fr d/l powerpicc solo catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood use residues throughout the device. A microscopic observation revealed nothing remarkable along the catheter shaft. No damage or defect from manufacture of the product was observed; however, certain patient conditions, cannot be confirmed through sample analysis alone. This complaint will be recorded for future trending and monitoring purposes.